Event description:
Previous upgrade to biventricular pacing two weeks prior to event. Noted audible alarm. Taken to electrophysiology lab for concern of lead dislodgement from the header. The right ventricular shocking coil was noted to be dislodged from the headers. The physician involved feels that there might be some type of issue with the packaging that "loosens" the screws and causes this. The leads were placed back into the port. Set screw tightened and all screws checked. Patient tolerated the procedure well.